Event description:
During follow-up, the device was interrogated and inappropriate shock therapy due to retro conduction and supraventricular tachycardia was observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. No device malfunction was suspected and the device was behaving according to its programmed settings. The patient was in stable condition.